Manufacturer narrative:
Product ID: 3093-28, lot# v214290, implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated they had an unrelated surgery as previously reported and after that surgery the leads did not work correctly. They had to have surgery to change the leads and battery and things are working well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported says that she had surgery for removal of the rectum and entire colon, removal of hernias, removal of fistula and loop ileostomy into a regular ileostomy which she says was 4 weeks ago today (B)(6) 2019) and she had turned stimulation off beforehand but did not have hcp call for guidelines. Patient says the surgery was not related to the device/therapy. She says when they went to use the controller, it showed a por (power on reset) screen that same day of the surgery. The surgeries/hospitalization would¿ve given the patient emi exposure. She then tried checking the programmer during the call, and stated she is currently seeing the por code. Patient was directed to healthcare professional to have the device checked. The patient was in (B)(6) for the winter and was sent a list of doctors in the area. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked what was the cause of the power on reset (por) message, the patient said they didn't have surgery on (B)(6) 2019 (this information conflicts with what was previously reported). No actions/interventions have been taken to resolve the por issue. They added that they will need surgery and it will be in (B)(4). No further patient complications have been reported as a result of this event.